Event description:
Please be aware of an adverse event where a medical device did not operate as intended and a pt sustained harm requiring rescue and an unexpected ICU stay. This was a reprocessed device and the reprocessing vendor (B)(4) was notified. In this situation: device: trocar, reprocessed; vendor: (B)(4); lot #: 1531248; ref#: (B)(4); date of event: (B)(6) 2013; outcome(s): life threatening, hospitalization, intervention to prevent permanent harm. Summary: a young woman ((B)(6)) here for a lap appy and was to go home the same day following her surgery. The trocar malfunctioned as the blade did not retract instead going through the pt's retroperitoneum thus creating a 9mm rupture and puncturing the iliac artery. This resulted in rescue measures including an ICU stay, intubation, wound vac, 12 units of blood and multiple blood products and additional repair surgeries. Disclosure to pt and family was conducted. (B)(6).